Event description:
It was reported that while using the surgical fiber during a prostate procedure, tip damage, decreased tissue vaporization efficiency and forward-firing were observed. The procedure was completed using a second surgical fiber. Outcome: "ok". No patient injury was reported. Gland volume: 45 ml. Joules used: 166,560.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits severe devitrification; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap tip; the bevel section is severely melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.